Event description:
It was reported that an ilet user inadvertently entered the fill tubing function, which stopped insulin delivery, then unclipped, confirmed drops at the cannula, and reconnected, after which the user experienced hyperglycemia with a glucose value of 294 mg/dl; troubleshooting and user education were provided and completed. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included customer interview and device-use review. Investigation of this case revealed interruption of insulin delivery due to activation of the fill tubing function and user confirmation of flow without further device malfunction reported. It was concluded that hyperglycemia occurred with cause unclear beyond the temporary suspension of insulin during fill tubing and that the device operated as designed once reconnected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.